Event description:
It was reported that the patient was seen in the emergency room due to syncope. The right ventricular lead exhibited loss of capture and dislodged due to passive fixation. During a procedure to reposition the lead, it was connected to the atrial port and deactivated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.